Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue and a brim cap detachment issue occurred. It was reported that when the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was removed, the hemostatic valve broke off. They exchanged the sheath and the issue was resolved. The case continued without any further incident. There was no patient consequence reported. Additional information was received on the event. The orange hemostatic valve cap came off the valve and onto the dilator when the dilator was being pulled. The cap came off in one piece. The gasket remained intact. Picture attached for more clarity and is being reviewed. The sheath had no air introduced or major blood loss. The issue required no surgical removal nor was there any medical intervention. The event was assessed as MDR reportable for a hemostatic valve separation issue and a brim cap detachment issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 28-jun-2022, noted correction to 3500a follow-up #2. H6. Type of investigation should have included the code of ¿analysis of data provided by user/third party (b15)¿. H6. Investigation findings should have included the code of ¿appropriate term/code not available (c22)¿. Therefore, updated these fields accordingly. In addition, in h10. Additional manufacturer narrative should have included: h6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially the reportable issues were assessed as MDR reportable for a brim cap detachment issue and a hemostatic valve separation issue. However, during an internal review on 06-jun-2022, noted a correction to this assessment since the hemostatic valve separation has been determined to be inter related to the brim cap detachment issue. Therefore, it should only be reportable for the brim cap detachment. Removed MDR reportable assessment for the hemostatic valve separation of "material separation (a0413)" under h6. Medical device problem code. The investigation was completed on 07-jun-2022. It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that when the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was removed, the hemostatic valve broke off. They exchanged the sheath and the issue was resolved. The case continued without any further incident. There was no patient consequence reported. Additional information was received on the event. The orange hemostatic valve cap came off the valve and onto the dilator when the dilator was being pulled. The cap came off in one piece. The gasket remained intact. The sheath had no air introduced or major blood loss. The issue required no surgical removal nor was there any medical intervention. An analysis was performed on the pictures that were provided by the customer. According to pictures provided by the customer, the brim cap was detached causing the internal parts to be detached. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. Also, the hemostatic valve was found detached per brim cap detachment. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hub has glue residues and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).